Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR - approximately 10 months after implant during a follow up visit oversensing was noted on this lead. There was no treatment given. Further follow up was scheduled.